Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient date of birth, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone and email address are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. There was no device performance issue or device malfunction reported during the procedure. Per the additional information received on 11-jan-2024, it was reported that the event of ¿cerebral haemorrhage¿ which resulted in death, was possibly unrelated to the enterprise2 study device and possibly unrelated to the primary procedure. The investigator determined that the cause of the patient's bleeding was unknown but was considered to be caused by a reperfusion injury. Additionally, the patient¿s medical history of hypertension, previous cerebral infarction, and anticoagulation therapy may have contributed to the event. However, the location of the hemorrhage and temporal gap between procedure to the event, are both relevant. Therefore, the correlating relationship between event to the used device/procedure as a contributing factor cannot be ruled out entirely. Based on this information, the event of ¿cerebral haemorrhage¿ and the outcome of ¿death¿ will be conservatively reported to the us FDA reporting under criteria 21 cfr 803 with a classification of ¿death.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the icad study in china. On (B)(6) 2024, the 61-year-old male patient (subject # (B)(6) was ¿admitted due to "left limb weakness for 4 months." The patient was diagnosed with "cerebrovascular stenosis, sequelae of cerebral infarction." Physical examination: clear consciousness, clear speech, appropriate responses, normal limb movements, and normal muscular strength and tone. Cranial MRI (B)(6) 2023) showed right middle cerebral artery stenosis. Past medical history: cerebral infarction, hypertension (currently taking "nifedipine controlled released tablets 30 mg q.d", with well-controlled blood pressure). After admission, routine blood tests, d-dimer + coagulation panel were basically normal. Thromboelastography results: aa inhibition rate 94.3% and adp inhibition rate 62.1%; cyp2c19 intermediate metabolizer, moderate risk of clopidogrel resistance (dose increase or switching to standard-dose ticagrelor was recommended). Medications: aspirin 100 mg q.d, clopidogrel 75 mg q.d, atorvastatin calcium tablets 20 mg qn, nifedipine controlled released tablets 30 mg q.d. The patient underwent a vascular stent placement procedure on (B)(6) 2024 using an unknown enterprise 2 vascular reconstruction device (product code / lot # unknown). Post-dilation angiography showed improvement in stenosis. The balloon was withdrawn while the microguidewire was retained. The select plus stent microcatheter was advanced along the microguidewire to the distal right middle cerebral artery. After satisfactory positioning across the stenosis segment, a 4.0mm*16mm enterprise 2 headless stent was released. Follow-up angiography showed significant improvement in stenosis, with a residual stenosis of about 28%, and the stent had completely covered the lesion. No obvious hemorrhage (postoperative xper-CT images were not saved by the physician). Intraoperative diastolic blood pressure fluctuated between 58-70 mmhg, and the systolic blood pressure ranged from 105-145 mmhg. At 12:52 on (B)(6) 2024, the patient returned from the interventional operating room. Physical examination: clear consciousness, speech deficiency, bilateral pupils equal in size and round, normal limb muscular tone after surgery, the patient came back to ward and complained of head discomfort, sudden speech difficulty, left upper limb muscle strength grade I, left lower limb muscle strength grade ii. Rescue measures: urgent 64-slice CT showed: 1. Post cerebral artery balloon dilatation and stent angioplasty. 2. Massive cerebral hemorrhage in the right temporal lobe and right thalamo-basal ganglia and rupture into the ventricular system. 3. Subarachnoid hemorrhage. 4. Pontine lacunar infarction considered. 5. Bilateral ethmoid sinusitis and bilateral maxillary sinusitis were shown (dicom). The patient was transferred to the general ICU at 14:31 and was comatose and given bedside ventilator-assisted breathing with unequal pupils bilaterally, 3.5 mm on the left side and 4 mm on the right side, with light reflex lost, normal muscular tone in all four limbs, uncooperative muscle strength tests, and positive babinski sign bilaterally. General ICU diagnosis and treatment plan: tracheal intubation and respiratory circulation support therapy were temporarily given; due to excessive intracranial hemorrhage, causing mass effect and risk of cerebral hernia, evacuation of intracranial hematoma + decompressive craniectomy was planned to be performed. Current situation of the patient: sedation, tracheal intubation and oxygen inhalation, bilateral pupils equal size, diameter 4 mm, light reflex lost, limb muscular tone was normal, uncooperative muscle strength examination, bilateral babinski sign was positive. At 19:26 on (B)(6) 2024, the patient underwent evacuation of intracranial hematoma, decompressive craniectomy and intracranial pressure monitoring sensor placement in the general intensive care unit. In the state of tracheal intubation, after successful general anesthesia, the patient was placed in the supine position with the right shoulder elevated and the head turned to the left. A horseshoe-shaped incision was made in the right frontotemporal region. The surgical field was routinely disinfected and draped. The scalp was incised, and hemostasis was achieved using scalp clips. The skin-muscle flap was reflected toward the temporal base to expose the right frontotemporal bone. A burr hole was made, and a bone flap was drilled open. During the operation, approximately 60 ml of old blood clots were expelled. The clots were fragmented and aspirated. The lateral ventricle was noted to be open. Diffuse extravasation blood was observed at the wound surface, which was managed with meticulous hemostasis and repeated irrigation. No obvious active hemorrhage was noted within the surgical cavity. Due to increased intracranial pressure observed pre-op and intra-op, the bone flap was discarded. The surgery was completed successfully with satisfactory anesthesia. After emergency evacuation of intracranial hematoma, the intracranial pressure continued to increase, the bilateral pupils were 4 mm in diameter, with light reflex lost, and there was no spontaneous respiration. Treatment measures such as dehydration to reduce intracranial pressure, sedation and analgesia, hormone anti-inflammation, and keeping the subcutaneous and intracranial hematoma cavity drainage tubes unobstructed were administered. The remaining treatments including fluid replacement, pressor, stomach protection, and maintenance of water-electrolyte acid-base balance were provided as symptomatic treatment. The patient had massive hemorrhage, without spontaneous respiration currently, with extremely high intracranial pressure, very poor prognosis and long hospitalization period. After communicating with the family members, the family members strongly requested discharge. The family members were repeatedly informed the risk after discharge and they signed the notice for automatic discharge, and then the discharge procedures were handled. A safety incident assessment and a one-month follow-up were conducted by the investigator on the subject on (B)(6) 2024. It was informed that the subject died after being discharged and returning home on (B)(6) 2024. The patient died on: (B)(6) 2024 (day 2 post surgery).¿ additional information was received on 11-jan-2024. Per the additional information, the patient experienced a cerebral hemorrhage on (B)(6) 2024, which became known to the site and sponsor on (B)(6) 2024. The principal investigator (pi) assessed the event as a serious, severe adverse event, that was possibly unrelated to the study device and possibly unrelated to the primary surgical procedure. This event required in patient hospitalization and a surgical intervention. The event was classified as a symptomatic cerebral hemorrhage. The outcome is recorded as ¿symptom is ongoing,¿ with no end date listed. There was no device deficiency. Additional / modified information was received on 11-jan-2024 related to the cerebral hemorrhage event. The answer field for whether the event required inpatient hospitalization, was updated from ¿yes¿ to ¿no.¿ the outcome was updated from ¿symptom is ongoing¿ to ¿death¿ with an end date of ¿(B)(6) 2024.¿